Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent an ankle surgery. Subsequently, early infection was identified 1 month post-op and debridement, lavage and poly exchange was performed. The infection resolved and patient has moderate pain 1 year post-revision.

Event description:
It was reported by the hospital that a patient underwent an ankle surgery. Subsequently, early infection was identified 1 month post-op and debridement, lavage and poly exchange was performed. The infection resolved and patient has moderate pain 1 year post-revision.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical product: rebal tibial extnd ti coat sz2 item #: r2-100312 lot #: 3833252; medical product: rebal shortened peg talar sz 2 item #:r2-100302 lot #: 3736571. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent an ankle surgery. Subsequently, early infection was identified 1 month post-op and debridement, lavage and poly exchange was performed. The infection resolved and patient has moderate pain 1 year post-revision.